Manufacturer narrative:
Date of event is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving baclofen, unknown ( concentration and dose unknown) via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the pump ¿malfunctioned¿ sometime in (B)(6) 2017 and was removed during a different spine surgery in approximately (B)(6) 2019 (date asked but unknown).  The patient was unsure what facility or physician removed the pump.  Medtronic was not told about malfunction or explant. The pump was discarded. It was unknown if any diagnostics/troubleshooting was performed and it was unknown if there were any environmental/e xternal/patient factors that may have led to the issue. The patient had a new catheter and pump implanted on (B)(6) 2021. The issue was resolved at the time of this report and the patient's status was "alive- no injury".  The patient's weight and medical history were asked and would not be made available.